Event description:
It was reported that the ventilator restarted during use. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file of the affected device was analysed for investigation. Additionally, upon request of the technical support team, the dräger service replaced the processor board pba m48.3 including the ¿sd cards which were send in for investigation. Based on the log file the restart of the ventilator on the reported date of event could be confirmed. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the safety valve is opened to the ambient allowing the patient to breathe spontaneously. The restart is brought to the users¿ attention by the secondary acoustic alarm (piezo speaker of the ventilation unit). After restart the device resumes the ventilation with the latest settings. The alarm message "ventilation unit restarted" will be prompted on the screen with accompanying acoustic alarm and the secondary acoustic alarm ceases automatically.the investigation of the returned pba m48.3 revealed that the ethernet connection of the microprocessor up1 was malfunctioning which had caused the observed restart. The investigation of the returned ¿sd card revealed no deviations. The issue was solved by the replacement of the pba m48.3 including ¿sd card. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator restarted during use. No patient injury was reported.